Event description:
It was reported that the patient experienced appropriate shocks from the device for the heart rhythm, but that the shocks caused the patient to fall off a bike. Subsequently, the patient heard an alert tone from the device and upon interrogation, the device indicated elective replacement (eri). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.